Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va0dghy, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 22-aug-2016, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 12-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient while traveling contacted their nurse to say that the lead body was protruding out of the top of their skin/head. The surgeon immediately scheduled an explant for (B)(6) 2020. The resolution was unknown. The rep said they would need clarification if the extension and ins were explanted and to clarify that it was the right side. The patient¿s lead was protruding out of the top of their head due to them combing their hair, but the rep was unsure. They were trying to get more details but due to the holiday they couldn¿t get more details yet. The hospital scheduled the case. Additional information was received from the rep stating that the left side lead, extension, and ins were explanted and not the right side.